Event description:
Reportedly, the pt was treated with external defibrillation (360j delivered) because of atrial fibrillation. After defibrillation, the pt's pacemaker involved in this MDR switched to standby mode. The device was re-initialized with the programmer. Abnormal lead impedance (>3000 ohms) in both atrium and ventricle were measured, and loss of sensing was confirmed. Afterward, its mode cannot be changed. The physician decided to replace the pacemaker which was returned for analysis.

Manufacturer narrative:
Jan 08, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4). Conclusion: the observed high lead impedance and absence of sensing while implanted and absence of telemetry observed on the returned unit (two months of reception) resulted from the external defibrillation shock: the protective diodes were damaged, which induced an overconsumption. The symphony dr (B)(4) devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation. Finally, it is important to note: this pacemaker model was designed and approved in accordance with applicable requirements ((B)(4): active implantable medical devices, part 2: particular requirements for active implantable medical devices intended to treat bradyarrhythmia (cardiac pacemakers). The observed event after the external shock delivery is a well known adverse event that may occur on active implantable medical device when it is submitted to a "medical treatment during which an electrical current from an external source passes through the pt's body", as mentioned in the labeling.